Event description:
I used super poli-grip denture adhesive cream from approximately 1995 to 2009. While using super poli-grip, I have experienced numbness, tingling in both hands and feet, muscle weakness, impotence, vision changes, tiredness, muscle cramps and soreness in extremities and constant aches in my joints. I have been diagnosed with neuropathy. Dose or amount: denture cream, frequency: twice daily, route: oral. Dates of use: 1995 to present. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced: no.